Event description:
Pt alert for vent lead imped x2 . Patient terrified by alarm since she had many inappropriate shocks previously with another ICD and compet. Lead. 12/21/99 second report of patient alert and "must have been crushed."